Event description:
The reporter stated, the surgeon inserted an aq2003v silicone three piece lens and the haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. Replaced with another same model lens.

Manufacturer narrative:
(B) (4). (B) (4).